Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to pending distal erosion. The erosion was repaired with a skin graft and the patient was implanted with an inflatable penile prosthesis (ipp). It was noted a previously abandoned non-bsc reservoir was also removed. No additional patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to pending distal erosion. The erosion was repaired with a skin graft and the patient was implanted with an inflatable penile prosthesis (ipp). It was noted a previously abandoned non-bsc reservoir was also removed. No additional patient complications were reported.

Manufacturer narrative:
Updated: evaluation conclusion code.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unknown reasons. The device was explanted and replaced with an inflatable penile prosthesis (ipp). Patient outcome was not reported.